Manufacturer narrative:
Date of event is approximate. The issue is reported to be with the accessory toothbrush head of the flexcare power toothbrush system. The toothbrush head catalog number, model and serial numbers were not provided.

Event description:
A consumer reported that their sonicare toothbrush head broke into 2 pieces during use. Minor injury was reported, but not a serious injury or death occurred. Reviewed the photos provided, the size of the broken parts are considered a small part break. Therefore, it is reasonably possible that small parts break during use could pose a choking hazard to the consumer.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.